Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient who was receiving morphine 20 mg/ml; 3.315 mg/day and marcaine14 mg/ml; 2.5 mg/day via an implantable pump. Indication for use was spinal pain. Other medications the patient was taking was not available. The patient¿s weight was (B)(6) pounds. Medical history was diabetes. The date of the event was (B)(6) 2017. It was reported that at 0500 the morning of (B)(6) 2017 the patient first heard their pump critically alarming. The hcp interrogated the pump. A motor stall was seen at initial interrogation and was confirmed via the personal therapy manager (ptm), code 8476. The patient began to experience withdrawal symptoms. The patient did not recently have magnetic resonance imaging (MRI). There had been no medical procedures or other electromagnetic interference and the patient had not fallen either. The patient was ¿booked in¿ for urgent pump replacement. The pump was replaced (B)(6) 2017. The explanted pump will be returned to the manufacturer. The issue was resolved. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.